Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025: patient called because his battery was dead and has been dead for a while.  They did not charge the implant. He was curious about getting his device replaced. Patient contacted and said his device was dead and had been dead for a few months, indicating that it had gone into overdischarge.  He wanted to know about getting a new device implanted, he was put into contact with his surgeon who implanted the current stimulator. He was instructed that they could try to jump the battery to provide him with therapy. The patient was not interested in having the battery jumped. 2025-jul-23: additional information was received from a manufacturer representative (rep). The rep reported that the battery was replaced.

Manufacturer narrative:
Product analysis # (B)(4) :analysis information -- 2025-09-03 16:21:02 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.